Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. Complaint conclusion: as reported, a 5f mynxgrip vascular closure device (vcd) was used, and the site was bleeding and did not stop when the physician shuttled down the device. The physician held manual compression. There was no reported patient injury. The physician mentioned having experienced one or two similar events in the past. The product was not returned for analysis. A product history record (phr) review of lot f2518304 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported event of ¿sealant-failure to achieve hemostasis¿ could not be observed as the device was not returned for analysis. The exact cause of the failure could not be determined. Failing to achieve hemostasis immediately after vascular closure is a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique, and proper placement of the sealant at the arteriotomy. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. However, patient factors, pharmacological factors and/or handling factors of the device are possible. According to the product¿s instructions for use (IFU), which is not intended as a mitigation, it instructs, ¿while maintaining fingertip compression on the skin, remove the advancer tube from the tissue tract. Continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Apply a sterile dressing once hemostasis is achieved.¿ neither the phr review, nor the information available for review suggests the failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, a 5f mynxgrip vascular closure device (vcd) was used, and the site was bleeding and did not stop when the physician shuttled down the device. The physician held manual compression. There was no reported patient injury. The physician mentioned having experienced one or two similar events in the past. The device will be returned for evaluation.

Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.